Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (escherichia coli) was misidentified as shigella spp. The user verified the final result using maldi. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information d10. Device available for eval- yes. D10. Returned to manufacturer on 22-oct-2025. H3. Device eval by manufacturer- yes. Investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 5211602. The customer returned isolates and panels for the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. To investigate, customer returned panels of the complaint batch and control panels from the same material but different batch were tested using customer returned and in house qc isolates e. Coli and e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. The panels tested with in house isolate e. Coli a25922 returned e. Coli identification results. The panels tested with customer returned isolate e. Coli returned shigella flexneri and e. Coli identification results. This complaint is confirmed with customer returned isolate only.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (escherichia coli) was misidentified as shigella spp. The user verified the final result using maldi. No health impact or consequence reported.